Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No constant tone was noted. No moisture damage was noted on the motor. The insulin pump had dog chew marks on the reservoir tube.

Event description:
The customer called to report a blank display and constant tone after getting the insulin pump wet. The customer also stated that there was water inside the screen. The reported blood glucose reading was 294 mg/dl. Nothing further was reported.